Manufacturer narrative:
Received the used device for evaluation; a nanoclave was observed to be disassembled. No other damages were observed on the set or the disassembled spike. The reported complaint of a broken connector could be confirmed. The returned sample was observed to have a disassembled nanoclave. The probable cause of the disassembled nanoclave is from an assembly error in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 168 cm (66") appx 2.4 ml, pur yellow smallbore ext set, 3-port nanoclave¿ manifold w/check valve, nanoclave¿, nanoclave¿ 4-way stopcock (red ring), rotating luer, where it was reported after changing the ap (parenteral nutrition), the iccu (ramp) was found broken at the time of the change, it had just been reinstalled in its bed. We have no notion of shock. Clinical consequences noted: we had to change the iccu and therefore threw away the ap that had just been installed and set up a pediaven (solution). The status of the product at the time of the event is after changing the ap. There was patient involvement and unknown adverse event/human harm.